Manufacturer narrative:
The device subject of this event has not been provided to steris endoscopy for evaluation. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip to get hung up on deployment, especially in retroflexion. Lesions located in the esophagus and the lesser curvature of the stomach may be difficult to treat due to endoscope articulation and positioning that is required. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body." Steris endoscopy has requested that the distributor offer in-service training to the user facility. No further issues have been reported.

Event description:
A user facility reported through the distributor in (B)(6) that a padlock clip defect closure system did not fully deploy, and the clip subsequently dropped from the deployment housing into the patient's stomach. The clip was immediately retrieved using a raptor grasping device and the procedure was completed successfully using a second padlock clip device. No harm to the patient or user was reported.